Event description:
On (B)(6) 2014 it was reported that the physician no longer is at that facility and that the patient is not seeing another physician at that facility. The patient¿s product information was provided by the implanting hospital.

Event description:
The vns patient indicated that he has experienced an increase in seizures since the device output current was increased to 1.25ma. The patient reported that his seizures were mostly stopped when the device was at 0.75ma. The patient reported that the increase in seizures also coincided with being given the generic form of lamictal. The patient reported that the seizures are an increase above pre-vns baseline frequency. The relationship of the increase in seizures to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.